Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external fault alarm could not be confirmed through this evaluation. Event details did not indicate the system controller was exchanged. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The original controller involved in the event (serial # (B)(6) is reported under MFR # 2916596-2019-05587.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that two of the patient¿s system controller were experiencing no external power alarms and has a known wear and tear with previous rescue tape. On (B)(6) 2019 it was reported that when the controller was connected to a power module in clinic to evaluate alarms controller fault alarm was noted. There were several areas that are small cuts in black and white cables. The patient was provided with new controllers. No further information was provided.